Event description:
It was reported that the alarm rest button did not respond to the user interaction and that the display on the touchscreen was frozen and the touchscreen did not respond to user touch.

Manufacturer narrative:
The log file was analysed for investigation. The log file analysis confirmed that the alarm reset button was pressed at time of event, however, no alarm was active at that time. Based on the log file entries a malfunction of the alarm rest button could not be confirmed. The log file analysis revealed no indications for a failure of the screen. As reported by the user, the device worked as expected after an intentional restart of the device performed by the user. A misinterpretation in the operating routine (e.g. Displayed commands) by the user cannot be excluded. Upon further inquiry, no answer was received and therefore no root cause could be determined. If the alarm reset button does not work, the acoustical and optical alarms cannot be quit by the user and will continue. The alarm reset button has no influence of the ventilation parameters, ventilation, and monitoring. In case the user interface does not responds to the user input this is obvious to the user. In case of an inoperable user interface all ventilation and monitoring functions are still active without limitation. No patient consequences were reported. Based on the investigation results this case is no longer considered to be reportable.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the alarm rest button did not respond to the user interaction and that the display on the touchscreen was frozen and the touchscreen did not respond to user touch.